Manufacturer narrative:
B3: date of event is estimated. The unit came in for oxygen error and couldn't confirm compliance. Run the unit for 24 hours - no errors popped up or recorded on the data log. The unit is working well and within specification, however, unit lower housing damage probably dropped/high impact. Top housing and uip scratch possibly unit rough cleaning.

Event description:
It was reported that the patient's device was not giving out oxygen. As a result, the patient was hospitalized. It was noted however that the patient did have an oxygen tank as a backup at the time. The patient was given a replacement and the patient is now doing better.